Manufacturer narrative:
Age at time of event was estimated as (B)(6) years based on the median age of the subjects. Sex of the subjects was reportedly majority male. Weight of the subjects was not provided. The reported article, titled "left-ventricular assist device impact on aortic valve mechanics, proteomics and ultrastructure¿ has been attached. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. The study contained data from subject implanted with both heartmate ii and heartmate 3 lvads. Heartmate ii brand name is heartmate ii lvas. The brand name for heartmate 3 is heartmate 3 left ventricular assist system. Specific device information was not provided. Therefore the catalog number, serial number, and expiration date are not known. The device unique identifier (UDI) for the heartmate ii is unknown. The catalog number of the heartmate ii lvads in use for the study was not provided. Device unique identifier (UDI) - the heartmate 3 lvas may have been implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4), or as a commercial product. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Multiple subjects were used in the study, lvad implant dates were not provided. Specific device information was not provided. Therefore, the device manufacture date is unknown. Approximate age of device ¿ 477 days +/- 410 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through a research article identifying that the heartmate 3 left ventricular assist system may be related to the following: may be related to changes in the aortic valve function leading to regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "left-ventricular assist device impact on aortic valve mechanics, proteomics and ultrastructure.¿ it was reported through the literature that aortic regurgitation (ar) has been increasingly recognized as a relatively common, detrimental complication of left ventricular assist device (lvad) support leading to decreased pump efficiency and worsening heart failure. Lvad¿s are known to alter the aortic valve¿s (av¿s) hemodynamic environment, including increasing trans-valvular pressure, decreasing aortic pulsatility, and disrupting the vortices in the sinuses of valsalva. The article did not provide information regarding whether or not the lvad patients included in the study had experienced any adverse events, and no specific clinical symptoms were described. The authors hypothesized that the altered mechanical stimulation of avs in lvad patients affects the av¿s cells, the matrix composition those cells produce, and ultimately the valve¿s material properties. The altered av material properties then could contribute to aortic regurgitation (ar) development long term. Valvular material was collected from 16 lvad patients (15 male/1female) and 6 non-lvad patients (4 male/2female) after a heart transplant was performed. The average age of the study group was 54.7+/- 8.7 years, and the duration of support in the lvad group was 477 +/- 410 days. Pre-transplant av status was as follows: = mild ar: lvad patients = 15 (93.8%), non-lvad patients = 5 (83.3%); mild-moderate ar: lvad patients = 1 (6.2%); non-lvad patients = 1 (16.7%). Av samples were analyzed using biaxial mechanical tensile testing, mass spectrometry-based proteomics, and transmission electron microscopy to assess ultrastructure. It was found that the av¿s in lvad patients demonstrated increased stiffness with increased valve cell activation, immune and oxidative stress, and transforming growth factor proteins. The authors concluded that the results demonstrate that the avs in lvad patients were responding to altered hemodynamics with increases in signaling pathways related to injury and valve cell activation, ultimately leading to valve stiffening as compared to non-lvad patients.